Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071-35 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that a loose setscrew on the implantable cardioverter defibrillator (ICD) resulted in high lead impedance. The setscrew was tightened and the ICD remains in use. No patient complications have been reported as a result of this event.